Event description:
Per the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the patient had severe bleeding from a vessel rupture, requiring the placement of stents and the transfusion of 6 units of blood. The rupture occurred at the patient's left iliofemoral artery. Follow-up activities revealed the following: the minimum luminal diameter of the access vessel was 7.75mm by 7.95mm. The minimum luminal diameter of the access vessel at the location of the rupture was 7.65mm. The access vessel was mildly tortuous and severely calcified. Nothing abnormal was noticed about the sheath or dilators prior to use. There was no difficulty with the insertion or removal of the dilators; however, some difficulty was noticed in removing the sheath. No difficulty was encountered using the closure devices.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. Per the IFU, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified femero-iliac vessels that would prevent safe entry of the introducer and sheath. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. In addition, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter at the site of the rupture was 7.65mm, however, per report, was severely calcified. The root cause for the reported access vessel rupture cannot be confirmed, however, it is likely that the severe calcification of the vessel contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device is not being returned for physical evaluation, no further investigational activities will be performed. Additionally, no deficiencies in the IFU and training manuals are noted in relation to this event. No additional actions are required at this time.